Event description:
As reported by our edwards affiliates in germany, during a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra via transfemoral approach, a 14fr esheath+ was introduced with a lot of resistance. While introducing the valve, the valve was stuck at the beginning of the external iliac artery, although the insertion was performed as per IFU. It was decided to retrieve the esheath+ a few centimeters outwards and then push the valve with a lot of force. After the valve exited the esheath+, it was observed that the valve frame was "damaged" on the inflow side, but the esheath+ was not damaged. The valve was then retreated into the esheath+ and the whole system was taken out as one and a new kit was used. This time, a 16fr. Esheath+ was used and the valve was implanted successfully. The patient had no vessel damage and was stable after the procedure. The perceived root cause of the event was the difficult vessel anatomy of the patient. Per report, before the procedure, the right iliac artery diameter was measured to be 6.5mm, with moderate elongation; it presented severe calcification at the aortic bifurcation region.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery provided revealed the following: the patient's right access vessel had the presence of calcification and tortuosity; one bent strut appeared at the inflow side of the crimped valve. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event of frame damage was confirmed based on the provided imagery. Available information suggests patient factors (calcification, tortuosity) and procedural factors (excessive device manipulation, high push force) likely contributed to the event as provided information and imagery revealed the presence of calcification and tortuosity within patient access vasculature. In addition, reported information indicated that the valve was pushed with additional force. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the valve bent strut at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage has been previously identified in product risk assessment (pra).